Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site following a car accident. X-rays revealed that the ipg was horizontally flipped in the pocket. As a result, surgical intervention took place on (B)(6) 2025 wherein the patient's lead and ipg were explanted and replaced to address the issue.